Event description:
The angiosculpt device was used in a peripheral lesion. The balloon was inflated to 10 atm for 30 seconds with no issues. Then, the balloon was pressurized to 14 atm but the value on the indeflator did not go up due to a rupture. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured at rbp.

Manufacturer narrative:
Report source: foreign- japan. Visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with green color dye water, the balloon was inflated to 10 atm and a pinhole leak was confirmed on the proximal portion of the balloon. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.